Event description:
It was learned from implant patient registry that a model 11500a 23mm aortic valve was explanted and replaced with a 3300tfx 25mm valve after an implant duration of 2 years, 11 months due to unknown reasons. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry that a model 11500a 23mm aortic valve was explanted and replaced with a 3300tfx 25mm valve after an implant duration of 2 years, 11 months due to an aortic pseudoaneurysm. The patient was in recovery post procedure. Per medical records, the patient had a sub-aortic pseudoaneurysm with multiple re-admissions for persistent shortness of breath and hypoxia. The aortic pseudoaneurysm was observed at the aorto-mitral continuity in the lvot below in-situ of the bioprosthetic aortic valve that traversed through the interatrial septum creating a false, pressurized cavity. Per medical records, the patient had a sub-aortic pseudoaneurysm with multiple re-admissions for persistent shortness of breath and hypoxia. The aortic pseudoaneurysm was observed at the aorto-mitral continuity in the lvot below in-situ of the bioprosthetic aortic valve that traversed through the interatrial septum creating a false, pressurized cavity. The patient underwent a re-do avr with a 25mm 3300tfx valve, ascending aorta repair with 30mm graft, aortic pseudoaneurysm repair, and radical reconstruction of svc. Intraoperatively, the bioprosthetic av was inspected and there was a clear ventricular ra/la pseudoaneurysm. The ra pseudoaneurysm capsule was clearly causing jvc, and svc obstruction. The 23mm 11500a prosthetic valve was explanted. The aorta was incised through the pseudoaneurysm. Aortic pseudoaneurysm repair with bovine pericardium was done in a root enlargement fashion. The replacement valve 25mm 3300tfx was implanted. The right svc and ra were reconstructed with another bovine pericardium. The remaining ascending aorta was reconstructed with a 30mm gelweave graft. Tee showed no significant paravalvular leak and a well-functioning bioprosthetic valve. The patient tolerated the procedure well and was transferred to the ICU in stable condition. Per pathology report, the valve cusps are intact and freely moveable. Focal tan-white plaques are present upon both surfaces of the valve cusps. No tears were identified.